Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 9 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received, and the results do not fulfil the requirements of the (B)(6). Reviewed the batch manufacturing record, this product had a normal process, and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with monoplus suture. The client reported that the needle is detached from the thread. It occurred before and during surgery. There was no patient harm. Additional information has not been provided.